Event description:
It was reported that a flogard infusion pump experienced an alarm 38. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. During review of the alarm log and during a visual inspection of the pump alarm 38 was identified. This alarm indicates that the force sensing resistors (fsr's) are out of specification. The fsr's were replaced to fix the reported condition. The pump passed all tests and was returned to the customer in working order.